Event description:
It was reported that an ilet displayed alert 32 indicating a delivery motor communication malfunction, which persisted after multiple restarts and prevented a cartridge and tubing change due to inability to rewind; a replacement ilet was arranged and the patient was instructed on shutdown and data synchronization. Symptoms included no adverse clinical effects and a reported blood glucose of 86 mg/dl. Outcomes included continued diabetes therapy via backup methods and cgm use as needed, with no medical intervention, emergency care, or hospitalization. Investigation included troubleshooting with device restart attempts, verification of alert persistence, and confirmation of motor-related communication error consistent with a malfunction in the delivery motor processing pathway. Investigation of this case revealed a device malfunction with communication failure between the motor and processor, consistent with a delivery motor communication fault. It was concluded that the cause was device failure due to a delivery motor communication error.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."